Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. After further review it was determined that the record is valid. Kindly disregard the previous rationale.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. The customer reported an issue with the device not inflating the balloon properly; however, the problem could not be reproduced during evaluation. Log review confirmed multiple ¿gas loss in iab circuit¿ alarms, and further testing identified an intermittent fiber optic extension assembly connector as the likely source of the issue. The fiber optic extension assembly was replaced, along with the safety disk and tidal disk, both of which had exceeded the manufacturer¿s preventive maintenance interval. The cardiosave system was fully tested¿safety, calibration, and functional checks were completed to factory specifications¿and the device passed all tests without further failures. The unit was released back to the customer and cleared for clinical use. No patient harm occurred. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in in all iab risk files . All iab ifus address the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. Each iab manufactured is 100% inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow non-conforming device to be released. Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
Updated fields b4 g3 g6 h1 h2 h6 type of investigation findings component codes investigation conclusions h11. No decon or visual inspection performed since product was not returned and could not be evaluated therefore we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in in all iab risk files all iab ifus address the reported failure the investigation does not indicate that the device was inadvertently released as non conforming or an adulterated product or was a counterfeit each iab manufactured is 100 inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow non conforming device to be released based on the rational provided above. No escalation to the CAPA process is required.

Manufacturer narrative:
Updated fields - b3, b4, d1, d4(version or model, catalog, UDI, lot, exp date), g3, g4, g6, h2, h4, h11. A supplemental report will be submitted upon completion of our investigation. Reference complaint - (B)(4).

Event description:
N/a.

Event description:
It was reported by the customer that while using an unknown intra aortic balloon (iab) catheter, the catheter did not inflate. No harm or injury to the patient was reported.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6) event site address: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Manufacturer narrative:
Corrected fields: h11. Upon further review it was determined that this malfunction occured only due to console malfunction and there is no balloon malfunction. The balloon worked good. Therefore the event does not meet the definition of an incident/serious incident, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.